Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the pump's black box showed evidence of call service 052 alarms. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. Internal moisture was observed in the pump. The complaint was confirmed in the pump history but not duplicated during testing. The battery compartment was cracked from the bumper pad to the cover.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.